Event description:
It was reported that the patient expired due to hemorrhagic stroke and dilated cardiomyopathy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported hemorrhagic stroke and subsequent patient outcome and mlp (B)(6) could not conclusively be determined through this evaluation. Mlp(B)(6) was returned with the pump cable intact. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from mlp(B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU (rev. C) lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The relevant sections of the device history records for the mlp(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.